Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all four screws were deviated during an open l4-l5 fusion procedure. The left screws were lateral and the right screws were medial in the same magnitude. The trajectories were deviated between 3.5 and 10 mm. A schanz pin and bone mount bridge was used to mount the surgical system to the patient. There was no soft tissue pressure as the surgeon opened far enough and the trajectories were cortical and not angled fare out. A ten point surgical arm accuracy check was done at the end of the case and the arm passed. The suspected or most likely cause was a patient shift. The surgeon aborted the use of the guidance system and repositioned the screws freehand. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials are unavailable. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.